Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has not yet begun as the device has not yet been returned for eval. Upon receipt, the reported problem (adjust belt or check belt messages) will be investigated. A supplemental report will be sent upon completion of the eval. No adverse event resulted from the allegedly defective electrode belt. The patient was issued a replacement electrode belt.

Event description:
A pt's nurse contacted zoll customer support to report that the patient was experiencing multiple adjust belt or check belt messages. The pt was provided with a replacement electrode belt.